Manufacturer narrative:
According to the field, the lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, the helix of this right ventricular (rv) lead would not fully extend. The lead also exhibited high thresholds and impedance measurements as well. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.